Event description:
It was reported that pump displayed cgm error message while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and successfully restarted sensor session without further cgm error messages.